Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported the patient faced a kinked cannula on 19-feb-2024(2 events), 28-feb-2024, 11-mar-2024(2events), 23-mar-2024, 07-apr-2024(2 events), 16-apr-2024, 28-apr-2024. The issue occurred with ten infusion sets used for a few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1879848 - device 8 of 10.